Manufacturer narrative:
The device (B)(4) has been inspected for investigation purpose. The tests performed confirmed that the 3d pattern was mounted in a wrong way. The defective parts were re-calibrated in headquarter.

Event description:
During an intervention performed on customer site by our field engineer, it was identified that the 3d x-ray pattern was non-functional. There was no patient involvement reported.